Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0jh4l, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that a patient was in the emergency room due to a sudden change with her device. Every five minutes, the patient reported a shocking sensation at the implantable neurostimulator (ins) pocket site. There had been no fall or trauma the day of the event, the patient had turned her ins off twice, and the shocking sensation continued. The ins had been turned down to 0 volts and turned off with the patient programmer, and palpating the ins area didn¿t reproduce the shocking sensation. The patient had a lot of pain medications ¿aboard¿ as she had been in the emergency room for over two hours, she still felt a shocking sensation, but it was not as bad as before. It was later reported that troubleshooting included an x-ray, and symptoms persisted for another 9 hours after the device was turned off. The device was turned back on and there were no further difficulties for the past 8 days. The cause of the event was not determined and it was unknown if the cause was device related. The patient had a 50 percent or greater symptom reduction and recovered without permanent impairment.